Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Water tightness was lost due to holes found in the distal end. Additionally, as noted in describe event or problem, the coating on the serpentine tubing was peeling off. The tubing itself had also been crushed in. Scratches were found on the operational part, the grip, the angle lever, and the scope connector. The image guiding bundle was also significantly damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their evis lucera bronchofiberscope due to an air/water leakage issue noted near the distal end. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the coating on the serpentine tubing was peeling off. This report is being submitted to capture the peeling coating noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress during operation, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction regarding operating environment and handling of the device. Olympus will continue to monitor field performance for this device.